Manufacturer narrative:
(B)(4). Additional information provided by the valve clinic coordinator indicated that during valve deployment of the 29mm sapien 3 valve in the mitral position (mr), the physician ¿improperly inflated the atrion syringe¿, which resulted in moderate to severe mr with subsequent migration of the valve. The second 29mm sapien 3 valve was deployed in order to secure the first valve and to help decrease the amount of mr. The patient is ¿doing great¿ with no significant mr. Device migration and device embolization requiring intervention are known potential adverse events associated with transcatheter valve replacement procedures. At this time the edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, under-expansion of the 29mm sapien 3 valve caused the moderate-severe mitral regurgitation and subsequent valve migration of the valve.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during the transapical tavr procedure, the patient received two 29mm sapien 3 valves. Investigation is ongoing.